Event description:
During an arthroscopic shoulder surgery, the needle of this suture hook broke while guiding the needle through the labrum. The needle was unable to be removed by arthroscopic surgery and the planned surgery was not completed. The pt will undergo a second surgery to remove the needle by open procedure.

Manufacturer narrative:
Investigation results: to date, it is unk if the device is available for investigation. A follow-up report will be sent regarding this event. This is a limited reuse instrument. The instructions for use (IFU) supplied with this device cautions the user: avoid lateral stresses to the instruments or device function may be compromised and unintentional pt injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.